Event description:
Reported per clinical trial (B)(4): (B)(6) 2017 - subject patient underwent robotic assisted procedure for multiple recurrent incisional hernia repair. The size of the hernia defect was 9cm x 10cm. A bard/davol ventralight st mesh w/echo ps was implanted with suture. Full skin closure was achieved using adhesive skin closure. The patient was discharged to home on (B)(6)2017. (B)(6) 2018 - subject patient developed non-study midline incisional hernia. A CT scan was performed and fat within the hernia was identified. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. There has been no action taken at this time and the outcome for this ae is reported as not recovered/ not resolved.

Manufacturer narrative:
As reported, about 1.5 years post-implant of the ventralight st mesh w/echo, the patient was diagnosed with non-study midline incisional hernia. No action taken and it was not-resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists hernia recurrence as a possible complication.